Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Patient underwent uneventful ilasik in both eyes on (B)(6) 2014. Patient was referred back to center (B)(6) 2014 by (B)(6) to evaluate striae in left eye. Visual acuity sans corrected (vasc) and visual acuity with correction in left eye was 20/25-. Surgeon elected to lift and stretch flap. Patient seen on (B)(6) 2014 - vasc 20/30 in left eye. Prescription -0.25 +0.50 x 003 20/25+. Patient referred back to affiliate for care.